Event description:
Boston scientific crm received information that this product was part of a system explant, due to a patient infection. There was no reports of adverse patient effects due to the explant procedure.

Manufacturer narrative:
Review of manufacturing records was performed. Review and confirmation of manufacturing records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.